Manufacturer narrative:
Corrected information in d4: lot number. Additional information in d10, h3, h4 and h6: method. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tips of two plug drivers were twisted. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays. This is report one of two.

Manufacturer narrative:
The returned plug driver was evaluated. The driver tip was confirmed to have slight deformation. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Deformation of the plug driver likely occurs when the driver is over torqued or when force is applied off-axis. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that during the procedure the tips of two plug drivers were twisted. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays. This is report three of three.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00468.

Event description:
It was reported that during the procedure the tips of two plug drivers were twisted. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays. This is report one of two.